Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The nozzle unit in the o2 gas module was found to be damaged. After the nozzle unit was replaced, the ventilator was tested, passed pre-use check and was cleared for clinical use. The damaged nozzle unit was not returned for investigation. Provided ventilator logs does not contain any alarms for high or low o2 concentration. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since the nozzle unit was not returned for investigation, the root cause has not been conclusively determined, but the damaged nozzle unit most likely contributing to the event. How the nozzle unit became damaged is not known.

Event description:
It was reported that there was a sound from the o2 gas module. There was no patient harm. Manufacturer's ref #: (B)(4).